Event description:
The customer reported the device randomly shutting off during patient monitoring and reboots itself. There was no adverse patient impact.

Manufacturer narrative:
.

Manufacturer narrative:
.

Event description:
The customer reported the device randomly shutting off during patient monitoring and reboots itself. There was no adverse patient impact.